Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of device revealed multiple episodes of atrial lead noise causing inappropriate mode switching. The noise was not reproducible with isometrics. No intervention was performed. The patient was in stable condition.